Manufacturer narrative:
(B)(4). Only event year is known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the client detected that all the blisters were already punctured when the boxes were opened. So the sterility of the device is compromised.

Event description:
There are 12 units of scissors that have the inner box with holes. The outer boxes are all intact and without any problem.

Manufacturer narrative:
(B)(4). Batch # r93645. Device analysis: the analysis results found that a 5dcs device was returned inside its package unopened. The package was visually inspected and no anomalies or damaged were observed on the packaging. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.